Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the screen was black with a blue bar prompting for a password, and when attempting to log in, the cabinet was offline. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) advised user that the medbank application would launch shortly. After a few minutes, the customer was able to log in successfully and use medbank without further issues. The tss remoted into the system and found the medbank application running. The system functioned as intended after the technical support specialist (tss) tested the device.